Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated: na.

Event description:
It was reported that during the procedure, the 20/30 priority pack indeflator would not seal and would not inflate or deflate the device that was being used at the time of the procedure. When attempting to deflate, the indeflator sucked in bubbles; the stopcock was replaced; however, the issue continued. A new indeflator was used and the procedure was completed. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Event description:
It was reported that during the procedure, the 20/30 priority pack indeflator would not seal and would not inflate or deflate the device that was being used at the time of the procedure. When attempting to deflate, the indeflator sucked in bubbles; the stopcock was replaced trying to be fixed; however, that was not the issue. A new indeflator was used and the procedure was completed. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection and leak were unable to be confirmed on the returned device. Additionally, functional testing was performed on unused/sterile units from the same part and lot number. Sterile device sample #4 failed leak testing. The inspection found no abnormalities, contamination, or coil damage. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified three other incidents from this lot. The investigation determined the noted leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.d9 - device available for evaluation: changed to yes h6 - medical device problem code 1667 removed.